Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 600 mg/dl. Customer¿s current blood glucose is 568 mg/dl. The customer also had a blood glucose level of 300 mg/dl and 577 mg/dl. The customer did experienced the symptoms such as headache. The customer treated with the syringes and novalog. Troubleshooting was done for high blood glucose. The customer also states that the difference between sensor glucose and blood glucose value are not within acceptable range. Insulin delivery was not suspended due to sg values. The customer was assisted with high pressure test and test did not pass. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis and sensor will not be returned for analysis.